Event description:
This event is from a literature review of patients who underwent transcatheter aortic valve replacement (tavr) procedures using the preclose technique with proglide closure of unspecified vessels. The retrospective review compared the use of a single proglide versus double proglide closure technique. The review concluded there was no significant difference between the two techniques in relation to major and minor vascular complications, closure strategy failure using another device, and major bleeding. It was found that there was a lower rate of minor bleeding with the single proglide use. Specific patient information is documented as unknown. Abstract attachment: comparison of bleeding and vascular complications with single vs double proglide vascular closure after transcatheter aortic valve replacement.

Manufacturer narrative:
B3: estimated date of event. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled, "comparison of bleeding and vascular complications with single vs double proglide vascular closure after transcatheter aortic valve replacement."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. A definitive cause for the reported unspecified failure mode could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.